Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented for a follow-up, small r-wave amplitude and increased threshold were observed. A chest x-ray revealed the ventricular lead in the atrium. Lead revision was recommended. No further information is available.